Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient was taken to the operating room (date not reported) and administered general anesthesia to facilitate abutment removal and place a cover screw. The implanted device remains.